Event description:
Customer reported receiving a high adc meter reading of 120 mg/dl as compared to a laboratory reference reading of 67 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported meter serial number is unknown. The reported meter serial number is an invalid serial number. All pertinent information available to abbott diabetes care has been submitted.